Event description:
Boston scientific corporation was informed that the clip detached inside of the patient during the endoscopic mucosal resection (emr) procedure. The device was not removed. The procedure was completed with another same device. Patient is reported to be in "good condition".

Manufacturer narrative:
The DHR investigation could not be completed, as the batch number was not supplied by the end-user of the device. The suspect device has been disposed. A device evaluation will not be performed; therefore, the cause of the reported event is undetermined. The august 2008 15-month hemostatic clipping product family complaint trend report, inclusive of all failure modes, was reviewed; no unfavorable trend was noted.